Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: occurrence of yellow tube with black dirt on gel, lot 8324718, validity (B)(6) 2011. Information received by email: the incident was noticed before the use. There was no damage to the patient/health professional because the tube was removed from the use routine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: occurrence of yellow tube with black dirt on gel - lot 8324718 - validity 30/11. Information received by email: the incident was noticed before the use. There was no damage to the patient/health professional because the tube was removed from the use routine.